Event description:
Note: the date of event is unknown. On may 11, 2007, it was reported to boston scientific corporation that during the placement of a push method enteral feeding device in a male (age unknown), the "snare detached from the catheter when entering into the esophagus." The physician retrieved the snare piece and the procedure was successfully completed with another snare. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed the distal loop had detached from the handle wire, the loop cannula was slightly bent, and the distal end of the wire had been coined, indicating it had been crimped inside the loop cannula. A functional evaluation revealed that the wire would extend and retract in the sheath when the handle was actuated. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for this lot. The april 2007 15-month initial g-tube enteral feeding complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The root cause of the failure is unknown.